Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and has been getting replace battery now alarm without a low battery alert. Blood glucose level at the time of the incident was in the 400-500 mg/dl range. The customer treated with manual injection. Customer also reported getting a no delivery alarm which was resolved by changing the infusion set. During troubleshooting, customer mentioned the insulin pump was exposed to fluid/moisture. Self test was performed and passed. Customer was advised to insert a new or fully charged (B)(6) battery and it resolved the issue. The insulin pump was not replaced or returned for analysis.